Event description:
I had a right total hip replacement on (B)(6) 2007. I received a depuy total hip system pinnacle 100 acetabular cup sz mm56. Prior to surgery, I had pain that was moderate to severe and worse with activity and better with rest. It impaired my activities of daily living including daily hygiene, dressing, etc. The pain was concentrated in the groin, sometimes laterally. After surgery, the pain went away but then in the ((B)(6) 2010, x-rays showed metal-on-metal induced synovitis and osteolysis . On (B)(6) 2011, a aspiration was done. The metal-on-metal disease led to total failure of the hip. I had to have a revision of my right total hip replacement on (B)(6) 2011 requiring additional hospitalization. Dates of use: (B)(6) 2007 - (B)(6) 2011. Diagnosis or reason for use: right hip osteoarthrosis. On (B)(6) 2011: physical therapy.